Event description:
Related manufacturer reference: 2017865-2018-14834, 2938836-2018-11103. During follow-up, it was suspected that the right ventricular (rv) and left ventricular (lv) leads were dislodged and the device had migrated. No intervention has been performed. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was repositioned and will not be returned.

Event description:
Additional information received indicating that the right ventricular (rv) lead dislodgement was confirmed via radioscopy. There were no known patient consequences and the rv lead remains implanted and active. Moreover, the physician does not believe that the cause of the dyspnea was due to the rv lead.

Event description:
Additional information received indicating that the patient experienced dyspnea during the event.

Manufacturer narrative:
Correction: upon review, the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the right ventricular lead dislodgement and subsequent repositioning was related to the product. The event was successfully resolved and the lead remains implanted with no further consequences to the patient.